Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement and noted low impedance and the threshold value has deteriorated. This lead was explanted and replaced. This rv lead will not be returned for analysis. No additional adverse patient effects were reported.